Event description:
During a laparoscopic cholecystectomy procedure, the surgical trocar allegedly failed to retract. The alleged failure could not be duplicated. The device history record review indicated there was no relevant lot specific problem. The qe found that it is very likely that the product was not properly handled by the user during the insertion. A note has been added to the IFU to include additional clarification for the handling of the product.